Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for high rate non-sustained tachycardia and sensing integrity counter (sic). Review of clinical data also noted that the right atrial (ra) lead exhibited high thresholds. It was determined that the rv lead was double counting the r-wave. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.